Manufacturer narrative:
Conclusions: evaluation of the returned engine could not confirm the reported complaint. During functional testing, the engine ran continuously for approximately 10 minutes, and no issue was observed. The engine was able to produce vacuum pressure within specification. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using a penumbra engine (engine), a penumbra engine canister (canister), an indigo system aspiration catheter 8 (cat8) and lightning aspiration tubing (lighting). During the procedure, after the cat8 was connected to the patient and all four indicator lights on the engine were illuminated, the engine powered off and stayed off until the penumbra sales representative turned it back on. This issue occurred multiple times. Therefore, the engine was removed. The procedure was completed using a new engine, the same canister, the same cat8, and the same lightning. There was no report of an adverse effect to the patient.